Event description:
Information was received indicating that a smiths medical pump was under infusing. There was no reported adverse events.

Manufacturer narrative:
Additional information: a1, h6, h10. Information was received on 06/15/2020 indicating that the event occurred during testing and no patient was involved. Device evaluation completion date: 07/07/2020. Device evaluation: one smiths medical cadd legacy plus pump was returned for analysis. During analysis, the customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was not confirmed, and no fault was found.